Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose and then blood glucose began to drop. Customer's blood glucose was 49 mg/dl. Customer's sensor fell apart when opening from package. Customer was also not able to log into carelink. Customer declined transfer to helpline.